Event description:
It was reported while testing for sars-cov-2 a false positive result was obtained. Repeat testing performed using pcr test method and the result was negative. The customer stated they are testing asymptomatic staff members. This test is not intended for use on asymptomatic patients and was therefore used off label. The staff member was sent home to self quarantine for a week. Eua # (B)(4).

Manufacturer narrative:
H.6. Investigation: this memo is to summarize the investigation results regarding your complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor (material # 256082 ), batch number unknown. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed as no batch number or an incorrect batch number was provided. The complaint was unable to be confirmed. However, there is a trend against false positive results. Bd has initiated CAPA (corrective and preventive action) # 1878253 to further investigate. Bd quality will continue to closely monitor for trends.

Manufacturer narrative:
Eua # (B)(4). Medical device lot #: jb202306 was reported, however, this is not a lot# manufactured for this product. Medical device expiration date: unknown. The initial reporter also notified the FDA on 26 october 2020. Medwatch report # mw5097365. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported while testing for sars-cov-2 a false positive result was obtained. Repeat testing performed using pcr test method and the result was negative. The customer stated they are testing asymptomatic staff members. This test is not intended for use on asymptomatic patients and was therefore used off label. The staff member was sent home to self quarantine for a week. (B)(4).